Manufacturer narrative:
The unit alarmed a12 during the insulin pump self-test. The electronic stack was disassembled and reassembled; monitored for a couple of weeks with no recurring a12 alarms. The a12 alarm was isolated to the electronic assembly. The unit had a cracked lcd window, a cracked case at lcd window corners, a cracked reservoir tube lip, a scratched reservoir tube window, cracked battery tube threads, and a cracked belt clip slot.

Event description:
The customer called to report that the a12 alarm occurred 8 times in one day. The customer's blood glucose reading was unknown. The customer was advised to revert to a back-up plan, however the customer did not have one; customer was advised to go to his doctor for a back-up plan. The customer was advised that his device would be replaced, and he returned his device for analysis.